Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults and low voltage alarms was confirmed via the submitted log file. On (B)(6) 2025 from 13:25:34-14:28:54 and (B)(6) 2025 from 22:52:41-23:49:28, the log file captured active atypical low voltage advisory and hazard alarms due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarms cleared by the time the next data was logged. From (B)(6) 2025 08:49:25 to (B)(6) 2025 07:58:48, the log file captured intermittent yellow wrench alarms due to active driveline faults. The driveline faults activated due to phase 2 measuring higher than phase 1 and 3. The driveline faults and the atypical low voltage alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Additional submitted log files extracted from the new system controller, serial number (B)(6) , showed the system operating as intended. Multiple attempts were made to obtain additional information regarding the returned of the exchanged product; however, no additional information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot low voltage alarm and yellow wrench advisory alarms due to driveline faults. The heartmate ii instruction for use, section 2, entitled ¿system operations¿, advises the user to not bend, kink, or twist the driveline or system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with complaints of frequent alarms. The historical data review showed multiple driveline fault alarms. The patient denied symptoms. The log file displayed multiple intermittent driveline fault alarms beginning (B)(6) 2025 at 089 through 0754. The system controller was exchanged, and alarms did not return. It was recommended to monitor the recurrence of the alarm.